Event description:
The recipient is reportedly experiencing loss of lock. The recipient resumed device use.

Manufacturer narrative:
Revision surgery is under consideration.

Event description:
The recipient is reportedly experiencing loss of lock.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly not followed up regarding revision surgery. It is believed that the recipient experienced an in-situ failure. A review of the device history record was completed and broken wire in casting was noted. This is the final report.